Event description:
It was reported that the device exhibited 200 ohms in bipolar configuration. Sensing had dropped from 3 mv to 1 mv. The clinic is going to increase the follow-up frequency to monitor the situation closely.